Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
(B)(6) clinical study. It was reported that after an ablation procedure the patient notified the center about pluritic chest pain that started on the morning of (B)(6) 2021. They were instructed to take colchicine and protonix as they had been prescribed at discharge as a prevention and if the pain did not improve they could take 500mg of naproxen twice a day. As the event is still considered ongoing further information on the outcome is unknown but has been requested. Status of the device's return has also been requested but is currently unknown.